Event description:
A caller reported experiencing cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, guided the caller through the process, and after the reset, the cgm error code did not appear again, allowing the caller to successfully start their sensor session.